Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the console of a footswitch, multi-function, versajet ii was not responding to input from foot switch. No case involved.

Manufacturer narrative:
H3, h6: the device was returned for evaluation, confirming the reported event. Visual inspection noted, there were several cuts and indentions on the cable. The pins were intact. The strain relief did not have any major flaws. Functional evaluation confirmed the foot pedal error diode lights up when the device is plugged into a test versajet console, confirming the footswitch was defective. The root cause is determined as wear from use, causing the footswitch to be defective. A documentation investigation has been conducted, the device history confirmed that no manufacturing problems where observed. Complaint history shows previous events of this nature, with no historical escalations or corrective actions initiated. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. This investigation is now complete with no corrective actions deemed necessary at this time.